Event description:
Reported as "port broken".

Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the serial number and implant date and provided by the reporter, the connector type is assumed to be a taper I. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."